Manufacturer narrative:
Not enough of the device was returned to perform an adequate evaluation. Description of device analysis: date of procedure: 12/15/1997 the pusher wire from this gdc coil was not returned. The main coil had detached inside the catheter, most likely after it stretched. Since the pusher wire was not returned, it wa not clear if the detachment happened due to unraveling from the main welded joint or due to breaking of the platinum wire. No other analysis could be performed. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that during an embolization the physician inserted a gdc coil into a catheter. He felt resistance at the catheter tip and tried to retrieve the gdc but it was detached in the catheter. The coil was removed from the body with the catheter. The pt was not affected from this occurance.